Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind and displacement tests. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a slightly loose drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the alarm. The pump was received with a broken reservoir tube lip, belt clip slot and battery tube threads. The pump had a cracked case at the display window corners, corroded battery tubes and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The drive support cap was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.